Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor mage quality in probe is unconfirmed, as the reported issue could be the depth setting is set either at 1 or 1.5cm which cuts the bottom half of the image and the needle will not be displayed. The scanner image looks fine and the gt tracking functions normally. History review of serial number dyauac005 showed no other similar product complaint(s) from this serial number.

Event description:
Per PICC team, poor image quality. Unable to visualize needle tip while using probe.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not been received, at this time.

Event description:
Per PICC team, poor image quality. Unable to visualize needle tip while using probe.